Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer for evaluation. Macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the threads. Sas screws and break-off set screws have differing threads, and are not intended to be utilized together. The above observations are consistent with attempted assembly of incompatible implants.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with a sample mas found the implant unable to be fully engaged into the mas head. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Event description:
It was reported that the patient underwent an unspecified spinal procedure. "It was reported that the set screws kept stripping when used with the sas screws. Not crosstheading - stripping with metal debris." No patient complications were reported.